Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose was 520 mg/dl. Customer delivered a manual insulin injection and a bolus via the pump to address bg level.